Event description:
It was reported when using the bd pyxis medstation es system had cubie drawer failure, preventing user from removing the required medication and causing delays.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that no issue found on the station. A field service engineer reseated cables and rebooted the station. The system functioned as intended after the field service engineer troubleshooted the device.